Event description:
Enseal trio tissue sealing device was being used during surgery. The end of the device broke off from the rest of the device while the device was in the patient. It appeared to be the loop edge of the device that was the part that broke off during normal use of the device. This piece was retrieved from the patient and sequestered.======================manufacturer response for enseal trio disposable tissue sealing device, enseal trio disposable tissue sealing device======================awaiting response